Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "constant upstream occlusion alarm" was not reproduced. The device was tested for upstream occlusion with passing results. A review of the event history log revealed multiple upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor and upstream sensor calibration out of specification, which was unable to be calibrated. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed constant upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.